Manufacturer narrative:
H2) continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0. H2-3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The logs were reviewed. According to the case description, during the procedure, the instrument cad model was not visible in the trajectory 1 view; instead, only green line for the projection was visible but could not see the cad model on the instrument. Logs captured that the site took 2 o-arm spins with auto registration on issue reported date. Logs indicated that the user used trajectory 1 <(>&<)> 2 views but did not capture any abnormalities related to the instruments cad model missing in trajectory 1 view. The reported issue could not be reproduced in-house with demo scans. However, for tracking purposes, this case was being closed to test tracking. Codes: b01, c10, d18. H2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a case where their instruments were displaying the expected cad model in trajectory 2 but not in trajectory 1. Trajectory 1 was displaying the cad model prior to changing the tool card to an interbody inserter instrument, which is when the cad model was no longer visible. Representative reported that there was still a "green line for the projection but could not see the cad model on the instrument". Site rebooted the system and reverified all instruments which resolved the issue for the remainder of the procedure. There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); implant date n/a; explant date n/a, section d references the main component of the system. Other medical products in use during the event include: sw kit 9735740 stealth s8 spine h3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.